Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient fell down a flight of steps about a month before the report, and since then the patient had lost stimulation in her foot. The rep reprogrammed the patient and was able to get the stimulation back into her foot. The healthcare professional did not believe an x-ray was required at this time to confirm the leads were still in place because the patient was happy with the current stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.